Event description:
It was reported that catheter had a notch in it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 9cm and 10cm depth markings. A permanent kink impression was observed in the vicinity of the split. The sample kinked preferentially at the kink impression during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. The split exhibited a curved shape. Deformation and thinning of the catheter wall was observed along the split edges. The split features were consistent with burst damage secondary to over-pressurization. Such damage can occur if flushing is attempted against resistance, such as flushing an occluded or kinked catheter. The observed kink impression suggested that catheter kinking in situ may have contributed. The product instructions for use (IFU) states ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter had a notch in it. No other information was provided.